Manufacturer narrative:
The device was cleaned, disinfected and sterilized before being sent to olympus. The foreign material adhered to the device during the procedure. There was no delay to the precleaning. The instrument channel/ suction channel was not aspirated. There were no abnormalities in the accessories used for re-processing. The device was returned to olympus for evaluation and the reported issue was confirmed. Additional findings were as follows: a clog by suction cylinder, leak test was unable to be performed due to the clog; foreign object inside the biopsy channel; low angulation; control knob had a lot of play; light guide lens had peeling glue and a cracked x2 lens; objective lens had peeling glue; bending section cover (a-rubber) glue was cracked; suction flow had no suction. The suction cylinder and seal ring required replacement. There was a customer label on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a seed stuck in the device and it would not come out. The issue was found during the reprocessing of the device for a colonoscopy procedure. There was no delay to the procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.